Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had air bubbles in the reservoir during an infusion set change. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer stated that the air bubbles were approximately the size of a small screw head. Customer was advised to repeat the delivery of 5 units fixed prime until the air bubbles are no longer visible. Customer was advised to push the air bubble out manually with a plunger. Customer ended up pushing all the insulin out. Customer used another infusion set and reservoir but still had air bubbles. Customer declined troubleshooting for her high blood glucose. Customer had to go because she had a guest and stated that she will call back on her own accord.